Event description:
It was reported that a large volume folfusor leaked. This issue was discovered prior to patient use. The device was filled with benzylpenicillin 7.2g plus citrate buffer in 230ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The event occurred "over the weekend", either on february 19 or 20, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.